Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing and high thresholds. It was also reported that the right ventricular (rv) lead exhibited an increase in thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.